Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had been having constant bladder infections and they could only be off an antibiotic for a few days to a week or so. It was stated they had bladder infections one to two times per month or so. The patient reported they had taken cultures and it was "always a new infection "versus "a recurrent infection." It was also stated they were examined under anesthesia and the doctor noted that their urethra was "wide-open" so they were wondering if that could be caused by the implant. It was noted they had bladder infections prior to implant, but they had gotten worse and more frequent since implant. It was stated that the interventions taken to resolve the reported issue was oral antibiotics. The patient stated they periodically change their program on the implant, and recently after changing the program, they went from 7 days off of antibiotics to 2 days. It was noted the patient had been working with their managing doctor regarding the infections and had an upcoming appointment. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.